Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. This device has been explanted and returned. No additional adverse patient effects were reported.